Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote transmission showed that the device was at elective replacement indicator (eri); however, there were no battery voltage or longevity estimate measurements available. It was suggested that the patient be brought in for an interrogation. The device remains in use. No patient complications have been reported as a result of this event.